Event description:
The sales rep reported that the siphon guard was not functioning properly. When tested with a manometer, the surgeon felt like the device was flowing slower than usual. As a result, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the root cause could not be determined as the problem reported by the customer could not be duplicated, the valve functioned correctly. The problem was likely due to an excessive flow rate (>0.75 ml/min) during flow test, which activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.